Event description:
No harm to patient. During planned procedure an angiosculpt balloon was used to dilate the culprit stenosis. After deflation there was significant resistance removing the balloon into the guiding catheter. With careful guide seating and use of more pulling force the balloon was ultimately successfully removed from the body. Upon inspection we noted the device wires were fractured and partially separated from the balloon device. There did not appear to be any missing device materials.